Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd camera head image flashes when shaking the charged coupled device unit. The event occurred during a diagnostic hysteroscopy procedure and the same device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon ¿image flickers when the ccd unit is swayed¿ was not confirmed. It was determined that the phenomenon occurred because dust, water scale, or dirt was temporarily adhered to a scope or the contacts of the processor which resulted in temporary problem in image transmission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.